Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties to be related to the patient anatomical conditions and there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device. The 3.0 x 60 mm armada 14 and the 3.0 x 20 mm armada 14 dilatation catheters referenced are filed under separate medwatch reports.

Event description:
It was reported that the patient underwent a peripheral artery procedure. The 3.0 x 60 mm armada 14 and the 3.0 x 20 mm armada 14 dilatation catheters were each advanced to the target lesion in the anterior tibial artery, without difficulty. Attempts were made to inflate the balloons; however, for each device, the balloon would not inflate. There was no adverse patient effect. The devices were able to be removed from the patient anatomy without difficulty and the target lesion was treated with an additional device. The 4.0 x 20 mm armada 14 dilatation catheter was advanced to the target lesion in the heavily calcified superficial femoral artery (sfa); however, during the second inflation, the balloon ruptured at 8 atmospheres (atm). The device was removed without issue and there was no adverse patient effect. A second device was used successfully to complete dilatation of the sfa. There was no additional information provided regarding the above mentioned devices.